Event description:
It was reported: "broach handle disengages from rasp when doctor attempts to remove rasp from femoral canal."

Manufacturer narrative:
Summary of evaluation: the exact root cause of the reported event could not be confirmed as the failure could not be replicated. The rasp handle functioned according to incoming inspection requirements and did not disengage when tested with a rasp. It is likely that the rasp handle was not fully engaged with the broach prior to removal, or that debris within the locking mechanism prevented the handle from fully locking on the broach, any debris would have been removed during decontamination and could not be confirmed. Device history review showed that no reported discrepancies. Complaint history review shows that there have been other reported events for release of the rasp from the handle during removal of the rasp from the patient.